Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was damaged after about four hours. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.